Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. Was any portion of the target tissue cut? No. Did the device staple? No. What color cartridge was being used? Unk. What other color cartridges were used before and after this event? None. Was the instrument fired across or near an existing staple line or clip? No. If any unexpected noises were heard, when were they heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention?n/a. Was there any difficulty removing the device from the tissue? N/a. Is there any other additional information you would like to share about this device or procedure? It was determined after the case that 45 reloads were used in the 60mm stapler, causing the lockout. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a laparoscopic pouch procedure, on two attempts, the doctor attempted to fire the device on tissue and the blade would not engage. Case completed with a covidien device. There were no patient consequences. Two devices were discarded.